Manufacturer narrative:
The lot number was obtained from the returned device packaging. A review of the manufacturing records indicated that the product met specification at the time of release.

Manufacturer narrative:
The product evaluation laboratory received one fogarty catheter. The inflation lumen was found to be occluded with an unknown clear, gel-like chemical. Occlusion material was found right at the gate valve and at the 10cm mark of the catheter body. The through lumen was patent without any leakage or occlusion. The report of "deflation difficulty" was confirmed. A chemistry evaluation has been initiated to identify the unknown clear, gel-like chemical. It is common clinical practice to inspect the catheter and balloon prior to use on a patient. If the balloon exhibits deflation difficulties during use, it can effect balloon modulation, which has the potential to lead to vascular injury. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The gel-like material was sent to chemistry for testing. Results of scanning electron microscope detected the presence of the following elements: iodine, sodium, chloride and silicon. During the manufacturing process a small amount of silicone grease is used in the seal of the gate valve in order for it to be lubricated. Iodine, sodium, and chloride are substances commonly used in the hospital setting to inflate the balloon. They are not used in the manufacturing process. No further action will be taken at this time. Occlusion material was found right at the gate valve and at the 10cm mark of the catheter body. As per chemistry analysis results (attachment I) of the unknown substance, the scanning electron microscope (sem) detected the following elements present: iodine, sodium, chloride, and silicon. A per gate valve assembly drawing 604200 rev y, silicone grease is applied to all surfaces of the gate valve seal. A small amount of silicone grease is used in order to lubricate the gate valve seal. As per chemistry analysis the other occluded substances found at the gate valve and at the inflation lumen were iodine, sodium, and chloride. These substances are commonly used in the hospital in the balloon inflation process, and are not used in the manufacturing process. Manufacturing process was evaluated and no deficiencies were found. Based on the investigation a manufacturing root caused could not be established. Complaints incidence will continue to be monitored, and applicable actions will be taken as required the IFU under ¿warnings¿ section states that ¿use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded¿. ¿instructions-purge¿ section of IFU establishes ¿inflate the balloon with sterile fluid or gas to the maximum recommended volume. Pull a vacuum on the syringe. Repeat until all air is removed. Note: for all inflations, use the smallest syringe capable of holding the stated maximum fluid capacity. Attach another syringe filled with sterile, heparinized saline or other sterile solution to the thru-lumen port and purge air from the thru-lumen.¿

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use there was deflation difficulty with this fogarty catheter. No patient injury. Requested patient demographics, but not received.